Manufacturer narrative:
Date of report : 02jul2019, date rec¿d by MFR :13jun2019. Touchscreen assembly was received for evaluation. During visual inspection, there were no signs of damage or contamination. After testing, it was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reports screen dysfunction. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 26feb2019. Philips field service engineer (fse) reported that the field test finds that the touch screen is not sensitive and after replacement the touch screen is not sensitive, some functions cannot be realized and cannot be used after calibration. The fse replaced the touchscreens to resolve this issue. Equipment is running well. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.